Manufacturer narrative:
(B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain due to laxity, instability and alignment. The tibial tray is in 10 degrees of valgus, loose and had no cement stuck to its backside. Loosening occurred at the cement to implant interface. Cement manufacturer is unknown. The tibial insert was pitted. Doi: unknown; dor: (B)(6) 2017; right knee.